Event description:
Additional information was received that the following month another out-of-range impedance measurement occurred on the right ventricular (rv) lead of the pacemaker system. The impedance had previously been between 300-400 ohms. Thus, the out-of-range measurement was likely less than 200 ohms. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pacing impedance of less than 200 ohms that resulted in a lead safety switch (lss) to the unipolar configuration. There was also some low level noise noted on a stored episode but the noise was not being oversensed. Additionally, the patient is only paced in the rv 1% of the time. Boston scientific technical services (ts) recommended bringing the patient in office for further evaluation. This product remains in service. No adverse patient effects were reported.